Event description:
After using a new bottle of renu multi-purpose solution purchased on 04/17/06, my eyes started burning horribly, and I experienced extreme light sensitivity, cloudy vision, and intense painful irritation. Earlier on the same day, I was diagnosed with strep throat nd rec'd a presciption for the anti-biotic penicillin. Later on, when I began experiencing the painful eye symptoms, I returned to my clinic to be evaluated for conjunctivitis-, which sometimes is associated with the occurrence of strep. My dr concluded that I did not have pink eye -conjunctivitis-, and sent me home. At that point, I went home, and my eye symptoms increased substantially, to the point where I was setting in the dark wearing sunglasses to block the light, and unable to read or keep my eyes open. When these symptoms persisted and continued to increase in severity, I called my friend and had her drive me to the emergency room, where I waited in painful agony for one hour. The dr looked at my cornea, and did not see any scratches, so he concluded conjunctivitis and prescribed anti-biotic eye drops as well as vicodin for the pain. I went home, took a bunch of pain killers, including the vicodin as well as ibuprofen, and a sleeping pill, and fell asleep. When I woke up at four in the morning, I thanked god that the pain was gone. I now know that the pain I experienced was caused by renu's product - multi purpose solution, not the moistureloc line. Although I was not treated for the fungus. I was treated for infection both orally, and with eye drops, which seems to have saved my vision. I never knew I could be so lucky to get strep throat. Because perhaps it was the penicillin that killed my eye infection.